Event description:
It was reported that inappropriate automatic mode switch (ams) and far r-wave oversensing was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.